Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. Two hours into the therapy a start-up kit (suk) leak was noted due to the suk air trap top cap was separated from the polycarbonate tubing. The thermogard xp system (sn: (B)(4)) was also displaying an error message mid: 14 (bg power supply) and alarm sounded. The customer replaced the suk and used another thermogard to continue with the treatment. No patient consequences were reported.

Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message mid: 14 (bg power supply) was confirmed during event log review and initial functional testing. The liquid on the printed circuit assay (pca) was cleaned to remedy the issue. The unit has passed all the final functional testing and is working according to specifications. A review of the event log was performed and mid: 14 (bg power supply) was noted around the reported event date, thus confirming the reported complaint. The event log also showed mid: 16 (software) to have occurred around the reported event date; however, it is not related to the reported complaint. During functional testing, liquid was noted on the printed circuit assay (pca) due to the start- up kit (suk) leak. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for thermogard xp ivtm system s/n: (B)(4).